Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The lot number is currently unavailable. The complaint device was received and inspected. It was observed that the metal disc was broken off and all the shaft of the drill bit was intact. There are also striation markings along the shaft of the device. This complaint can be confirmed. Excess striation on the shaft indicates the drill bit was heavily used and can be confirmed; this failure can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the gryphon drill bit device broke outside of the guide near the drill stop. It was reported that nothing fell in the patient. They opened another like device to complete the procedure. There were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.